Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. Patient post-operative activity is unknown. Even though root cause cannot be confirmed, information provided identified the patient had lack of fusion 7 months post-operative. Lack of fusion is a known spinal procedure complication that is considered a result of patient related factors. Labeling review: "... Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: permanent pain... Nonunion or delayed union¿" "...warnings, cautions and precautions if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant¿" "... Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components ¿"

Event description:
A patient underwent a posterior fixation spinal procedure on (B)(6) 2019, on the l1/5 levels no reported issues. The patient reported experiencing pain and as a consequence a revision procedure was performed on (B)(6) 2020. During this revision no product malfunction was identified. During the procedure the screws at the l1 & l5 as well as both rods were replaced.